Event description:
Patient flow sensors and window field generator were not connecting and sensors were not detected. Manufacturer response for monarch windor field generator, (brand not provided) (per site reporter). They asked the team to move the sensors and think that the bed is interfering.